Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime in the last year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experienced an increased in charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.